Event description:
A report was received that a patient has developed a rash around one of their wound sites and a physician is treating the rash with a topical cream. The physician has asked that an allergy test be performed since the symptoms have not cleared.

Manufacturer narrative:
Additional information was received stating the patient is allergic to medical adhesive. The topical cream the patient was prescribed is triamcinolone.

Event description:
A report was received that a patient has developed a rash around one of their wound sites and a physician is treating the rash with a topical cream. The physician has asked that an allergy test be performed since the symptoms have not cleared.